Event description:
Patient in study experienced stroke following readministration of anticoagulant medications two weeks following implant of his stimulation system. Patient has made full recovery from this event. Info from foreign reporter. No further info on this patient or device is available.